Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer also reported difference between sensor glucose and blood glucose values. Blood glucose value at the time of event was 193 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-243a, 78893-01, mmt-342. Troubleshooting was performed. Customer confirmed sensor glucose value was 77 mg/dl and the blood glucose value was 193 mg/dl. The difference between blood glucose and sensor glucose was outside the acceptable range. Delivery was suspended based on the sensor glucose value. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-243a. No product return is required for 78893-01. No product return is required for mmt-342.